Event description:
It was reported that multiple Inset infusion sets were deployed with bent cannulas or without a visible introducer needle, and education was provided on correct application technique to reduce insertion errors; the infusion set was identified as the involved component and the problem involved deployment technique and connection. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included troubleshooting with user education and verification of shipping for replacement infusion sets. Investigation of this case revealed likely user application error leading to cannula bending during insertion, consistent with prior similar events involving soft cannula insertion technique. It was concluded, based on previously established findings for similar reports, that the cause was user technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.